Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced elevated blood glucose (bg) levels, reportedly reaching a peak of approximately 400[?]mg/dl. The user presented to a walk-in clinic, where outpatient treatment with intravenous (IV) insulin was provided. The user was temporarily disconnected from the ilet device and began using a new cgm sensor. Bg values returned to range later that day.